Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was positioned and the wds was advanced. The closure device was deployed and assessed for release. A slight pericardial effusion was noted at the time of device release. A pericardiocentesis was performed successfully with no further intervention required. The device remains implanted. No further complications were reported.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was positioned and the wds was advanced. The closure device was deployed and assessed for release. A slight pericardial effusion was noted at the time of device release. A pericardiocentesis was performed successfully with no further intervention required. The device remains implanted. No further complications were reported. It was further reported that the patient is in good health without further complications and was discharged the following day.

Manufacturer narrative:
Updates to event description & initial reporter information.